Manufacturer narrative:
(B)(4). Concomitant medical products- oxf uni tib tray sz c rm PMA , item 154723, lot 1464608, therapy date - device remains implanted, oxf anat brg rt sm size 4 PMA, item 159569, lot 1443137, therapy date - device remains implanted. Report source, foreign - event occurred in (B)(6). Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01152 and 3002806535-2018-01153.

Event description:
Patient died and cause of death unknown. Implant was in place upon last contact.